Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4), (B)(6) (rep, hcp): medtronic received information regarding a navigation device being used outside of procedure. It was reported that the cervical probe and small passive frame were deformed. No patient present.

Manufacturer narrative:
The small passive frame was returned to the manufacturer for analysis. Analysis found that the returned frame was very worn, but otherwise fully functional. With markers attached and fully seated, the frame returned good geometry and divot error readings. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The probe was returned to the manufacturer. Functional testing and a visual/ physical found that the component had no issues and performed within specifications. If information is provided in the future, a supplemental report will be issued.